Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr), to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. . This event, therefore, is reportable per 21cfr part 803. Device evaluation results and information regarding patient status will be provided as they become available.

Event description:
Doctor reported a file separated in canal during procedure. As of this report, the separated piece has not been retrieved. There is no report of patient injury.